Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor tip appeared to be broken between the threads. The suture was visible within the anchor. A visual inspection revealed that the device was returned with the sutures and anchor in their original positions. The anchor was broken and twisted at the eyelet. There was debris present on the anchor and at the proximal end of the insertor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the part drawing found that the device had protective packaging around the anchor. The complaint was confirmed. Factors that may have contributed to the event include improper preparation of the insertion site, use of excessive force or bending during insertion, or an inadvertent impact event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair, the anchor was found to be broken. The incident was found outside the patient body. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.